Event description:
A caller reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer's blood glucose level. Technical support explained that the pump reset was a routine function to ensure performance and educated the customer on necessary steps to reset the device, including manually restarting cgm sessions and reloading the cartridge. The caller understood the instructions but chose not to remain on the line for further assistance.